Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during a veterinary procedure it was noted that the sutures were weak and would break easily. Additional sutures from the same box were used to complete the case. Two days post operatively, the suture line broke and the veterinary patient had evisceration of intestine through abdominal wall. Veterinary patient chewed on their intestines, leading to 18 inches of bowel resection. Additional procedure was necessary to correct the issue. The veterinary patient expired five days after the original procedure.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a device. The visual inspection and functional evaluation of the sample had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended if information is provided in the future, a supplemental report will be issued.